Event description:
It was reported that the pulse generator exhibited a six second pause noise episode. On (B)(6) 2013 additional noise episodes were noted. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.